Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Patient (B)(4).

Event description:
An ophthalmic technician reports treatment stopped on one right eye at 24% completion. Technician stated they were unable to restart laser to complete case, and had scheduled to complete case at a later date. Technician did not call back to provide post op information, as was stated during initial communication. He could not be reached for follow up information, but more attempts will be made to seek patient outcome.